Event description:
A peritoneal dialysis (pd) nurse reported a pt was hospitalized on (B)(6) 2014, for dehydration. The following is based on medical records provided by the pt's treatment facility. The pt was admitted for hypotension with an admitting blood pressure of 90/50s. The pt also presented with lower back pain, weakness, tiredness, fatigue and body aches. The hypotension was assessed as secondary to low oncotic pressure, low albumin, low ejection fraction and cardiomyopathy. Adrenal insufficiency was ruled out. He was discharged on (B)(6) 2014.

Manufacturer narrative:
A serious injury has occurred to a peritoneal dialysis pt following treatment with a cycler. Due to lack of info a MDR's will be filed against the cycler while undergoing review by post market clinical department and manufacturing plant.